Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 2.5, lab: 7.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 2.5, lab: 7.0, mean: 4.75, confident limits: 2.6-6.9. As per internal procedure rev 2, the inratio value is not within the confident limit. The product will be investigated. Patient is on dialysis and possibly had heparin flush with 24 hours of testing. The other patient did not give poor comparison. But the comparison is not given.